Event description:
It was reported that the guidewires coating had peeled, and partial detachment had occurred. The target lesion was located in a moderately tortuous and severely calcified segment of the popliteal artery. A 300 cm v-14 control wire with an angled tip was selected for use. During the procedure, the guidewire encountered resistance and demonstrated insufficient pushability, prompting the physician to withdraw the device. Upon inspection, the guidewire was found to be bent at the tip with areas of coating loss. The device was removed partially in one piece, with a detached segment found within the introducer sheath upon extraction. Imaging confirmed that no coating fragments or wire materials were left inside the patient. The procedure was successfully completed with a new guidewire, and no patient complications were reported.

Manufacturer narrative:
Media inspection: the device was no returned; nevertheless, there are pictures attached in the parent record, and it is possible to observe that the device was peeled and stretched.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. From the provided media by the healthcare facility, it is possible to observe that the polymer jacket of the device was peeled, stretched and detached, moreover the distal tip was bent. The guidewire was returned, and it was observed that polymer jacket was detached/peeled and stretched at polymer jacket and bent at distal tip.

Event description:
It was reported that the guidewires coating had peeled, and partial detachment had occurred. The target lesion was located in a moderately tortuous and severely calcified segment of the popliteal artery. A 300 cm v-14 control wire with an angled tip was selected for use. During the procedure, the guidewire encountered resistance and demonstrated insufficient pushability, prompting the physician to withdraw the device. Upon inspection, the guidewire was found to be bent at the tip with areas of coating loss. The device was removed partially in one piece, with a detached segment found within the introducer sheath upon extraction. Imaging confirmed that no coating fragments or wire materials were left inside the patient. The procedure was successfully completed with a new guidewire, and no patient complications were reported.

Event description:
It was reported that the guidewire coating had peeled, and partial detachment had occurred. The target lesion was located in a moderately tortuous and severely calcified segment of the popliteal artery. A 300 cm v-14 control wire angled tip was selected for use. During the procedure, the guidewire encountered resistance and demonstrated insufficient pushability, prompting the physician to withdraw the device. Upon inspection, the guidewire was found to be bent at the tip with areas of coating loss. The device was removed partially in one piece, with a detached segment found within the introducer sheath upon extraction. Imaging confirmed that no coating fragments or wire materials were left inside the patient. The procedure was successfully completed with a new guidewire, and no patient complications were reported.